Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old and born in the year 1969. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed in the ascending colon on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The nurse was able to safely remove the clip without any harm to the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination was done. The product was inspected when received. One device was returned for evaluation. As per the analysis, the clip assembly was able to be actuated and deployed. When opened it was noticed that the prongs were bent and opened to approximately 14mm. Two distinctive clicks were heard. There was a kink in the control wire. The over sheath assembly was not returned. Although failures were observed, reported complaint event could not be confirmed. Therefore, the most probable root cause classification is ¿operational context¿ investigation results revealed on october 21, 2013 that when the clip assembly was actuated and successfully deployed. The prongs were bent and opened to approximately 14mm and making this a non-reportable event. A DHR review was performed by (B)(4) for lot number ml000510c3. The DHR review revealed no deviation of the device specification, product process specification, the quality assurance procedure and specifications. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
It was reported to boston scientific corporation on august 29, 2013 that a resolution clip device was used during a colonoscopy procedure performed in the ascending colon on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The nurse was able to safely remove the clip without any harm to the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be okay.